Manufacturer narrative:
Concomitant medical products: 5071-53, lead; 5071-53, lead; 5866-38m, adaptor, implanted: (B)(6) 2014; dtpb2d4, crtd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a fifty percent increase in right atrial (ra) lead thresholds was noted. The lead is still in use. No patient complications have been reported as a result of this event.